Event description:
Procedure type: sleeve gastrectomy. Ref 1401-1129. An article titled comparison of four different methods in staple line reinforcement during laparoscopic sleeve gastrectomy in the journal of int j clin exp med. 2013; 6 (10): 985-990. Stated a retrospective review was done on 65 patients between 18-60 years of age that underwent classical laparoscopic sleeve gastrectomy (lsg) in the general surgery department of antalya training and research hospital in turkey between january 2012 and may 2013. A competitors product was used for stapling. Two complications were associated with vloc suture in reinforcement of the staple line. This report is for one of those complications. Leakage was detected by radiographic evaluation performed on the third postoperative day. She was treated by placing additional abdominal drainage tubes. She was checked for the presence of loculated fluid or abscess. Total parenteral nutrition was given. After 43 days, no drainage was detected, and the well patient was discharged. Additional information requested.

Manufacturer narrative:
(B)(4).